Event description:
The complainant stated the bed has no head up function. He locked the knee function out and pressed the head up but did not hear relay. The biomed isolated the issue to dried blood in the housing of the head limit switch.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.